Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager balloon ruptured during use (pressure unk). There were no pt injuries reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - prod performance engineering reviewed the incident info. It was reported that the rx voyager ruptured during the procedure. No pt effects were reported as a result of the rupture. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. The pt anatomy was not described in the case details, which may have aided the investigation. Without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.